Event description:
Country of complaint: (B)(6). Implant deformed intra-operative. Surgery date: (B)(6) 2014. Operation delay about 30 minutes.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.